Manufacturer narrative:
Unit passed displacement test, self test, off no power test, restart error test. Unit alarmed motor error during basic occlusion test due to loose and protruded drive support. Unable to verify alarms due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. All operating currents are within specification. Unit received with missing endcap sticker, cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case, cracked reservoir tube window, cracked reservoir tube and missing drive support sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 129 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.